Event description:
It was reported that this right ventricular (rv) lead high voltage (hv) conductors were reversed in the header indicating connection issues with the header. Shock channel was noted to be flat. Technical services (ts) suggested reprogramming options and surgical options to open the pocket and reconnecting leads properly. There is no intervention performed at this time. This lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of connection issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this right ventricular (rv) lead high voltage (hv) conductors were reversed in the header indicating connection issues with the header. Shock channel was noted to be flat. Technical services (ts) suggested reprogramming options and surgical options to open the pocket and reconnecting leads properly. There is no intervention performed at this time. This lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the clinician reprogrammed the device per ts recommendations.